Event description:
It was reported that during tka revision surgery, the cement set too quickly. The setting time was 5 minutes. The mixing time was 1 minute. The cement was mixed manually using biomet's mixing bowl (single use). The mixing bowls temperature had been stored at the operating room. The operating room temperature was at 20 c. Antibiotic (powder) was mixed with the cement. The cement had been stored at the distributor for certain period of time (the temperature/humidity is unk), then it was stored at the hospital for about a month at 20c and it was stored in a refrigerator for a day and was taken out 20 minutes prior to use. All of the monomer and the polymer was used. Another simplexp was used.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report. The subject device is not cleared for sale in the united states, but a similar device is commercially available in the united states and was cleared under (B)(4).